Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump¿s touchscreen was found cracked, the device was not functional, and the unit was no longer watertight, prompting replacement. Symptoms included hyperglycemia. Outcomes included use of backup insulin therapy with humalog and no medical intervention or hospitalization. Investigation included remote review of reported device condition and replacement logistics and inspection of the returned device. Investigation of this device revealed physical damage to the touchscreen consistent with a broken display rendering the device inoperable. It was concluded, based on previously established findings for similar reports, that the cause was user device damage from an undetermined external force.